Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Medical records, including x-rays were received. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges damage to hip joints. Update: (B)(6) 2013- der was received. Patient was revised to address painful articulation and increased cobalt levels. Part # and dor were updated on left hip. Update: (B)(6) 2013 - patient's medical records were received. Records indicate the patient's right hip was revised to address increasing pain, clicking, and crunching in the hip. Upon revision the cup was found to be in a slightly vertical position and there was metallosis found in the hip. The cup is being added to the complaint. Records indicate in metallosis was found in the left hip as well. There is no new information that would change the existing MDR decision for the left hip.